Event description:
It was reported that the patient experienced several erosions in right and left corpora with his inflatable penile prosthesis (ipp) device. The patient also had multiple devices and a kidney transplant. His ipp device was explanted at a previous date and the patient underwent a reimplant procedure for a new ipp device. The patient is recovering after the procedure.